Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the display was observed to be scratched, dim, fading, illegible, and reddish in color. The keypad cover was intact and the symbols were observed to be worn off; the label was torn. The battery compartment was observed to be cracked below the finger pad. The up and down keypad buttons responded intermittently to testing. The keypad cover was removed for further investigation and contamination was found under all button contacts. Inspection of the external condition of the pump revealed peeling, chipped, and scratched paint and that the clip insert had broken free. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was scratched, illegible, dim, fading, and reddish in color; the battery compartment was cracked; the up and down buttons were intermittently unresponsive; and there was contamination found under all the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.